Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (50 mg/dl) and became disoriented. Customer was taken to the emergency room and treated with an IV, food, and glucerna. Customer was released approximately 6 hours later and stated blood glucose levels were stabilized.